Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per information gathered: the fire marshal did confirm that the oxygen equipment was unrelated to the fire.

Event description:
The homefill allegedly caused a fatal fire in a consumer's home. The consumer allegedly passed away from smoke inhalation. The fire marshal did confirm that the oxygen equipment was unrelated to the fire.